Event description:
Follow up information received confirmed that the patient had the ins replaced on (B)(6) 2014 and it was noted that "all went well". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products : product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was going to be replaced because the patient was recharging too often. It was not known when the recharging issues started. It was later reported that the patient was in the process of being scheduled.